Event description:
It was reported that a few hours after initial implant, the patient felt a big pull down when they stood up. Upon interrogation, all three leads were not testing the same as in the operating room. Both the right ventricular and left ventricular leads had pulled back into the atrium. The right ventricular lead was not capturing and sensing had dropped. The left ventricular lead pacing resulted in capturing the atrium. The atrial lead was still able to capture and sense but exhibited an increase in pacing threshold. On (B)(6) 2017, all three leads were explanted. During the procedure a blood clot was discovered which resulted in the rest of the procedure being aborted. Physician suspected the dislodgement was due to morbid obesity and that the thrombus was due to procedure complications. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.